Event description:
It was reported by the customer that several catheters were placed via internal jugular vein by the same experienced surgeon. A kink in the catheter appeared after the catheter cuff. A reduction in flow was then experienced. The catheters however, remained in place. The customer notes that as a result, dialysis was incorrectly done because of the reduced flow. The physician was then obligated to reverse the flow or to exchange the catheter. There were no reported patient complications.

Manufacturer narrative:
Sample will not be returned for evaluation.